Event description:
A report was received that during implant procedure the physician punctured patient's dura with the lead trying to position it. The physician wasn't able to place the lead due to severe scar tissue formation from previous non device related procedures. The physician decided to abort the procedure when the patient started to experience respiratory issues and had to be incubated. The patient was prescribed pain killers and kept for observation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2218-50 serial: (B)(4) description:linear st lead, 50cm. Explanted devices will not be returned to bsn as they were discarded by medical facility.